Event description:
It was reported a patient underwent a on (B)(6) 2023 and barbed suture was used. While closing a wound the suture snapped. No adverse consequences related to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? No adverse consequences related to the patient. - in the attached email it was mentioned an attached photo, please attach the photo mentioned in this email. Photo given. H3 evaluation: the product was returned for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received nine unopened samples that pertain to the product code. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.